Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived they tested the consumer getting a result of 36 mg/dl on their unknown blood glucose meter and then administered an unknown amount of dextrose to help raise his blood glucose level. During the call to customer support, it was revealed that the consumer has never performed a control solution test on test strips to check their integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The meter will be returned for evaluation. The test strips were discarded by consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.